Event description:
It was reported that the device was mode switching due to far field r-wave oversensing after biv paced events. The patient was asymptomatic. Programming changes were made, and the event was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.